Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant procedures, a couple of pre-loaded lenses came out with the leading haptics twisted below the optic, almost flipping the iol in cases. There are two medical device reports associated with this complaint. This report is 1 of 2. Additional information has been requested.